Event description:
Had to use ellume at home covid test for a concert ticket approval and we had to purchase 2 more tests (on top of the first 3) because there were 2 false positives. FDA safety report ID # (B)(4).